Event description:
Dealer states intermittent drive lockout. He states both mercury switches are tight and that the chair was all the way down at the time. He tilted up and back down and drive lockout went away. Currently the chair is still intermittent in it's drive lockout / max angle messages. Swapped the mercury switches and it went to max angle when chair was not tilted or reclined. Swapped them back and it says nothing and drives.